Manufacturer narrative:
(B)(4).

Event description:
It was reported that "[physician] was performing a deflux case. [Physician] first injected one syringe of deflux. Then, upon injecting the second syringe of deflux, the glass collar holding the flange in place snapped off. There was no injury to the surgeon." Additional information received on december 21, 2025, indicated that "the procedure proceeded without awakening the patient, and the procedure was completed. Another syringe was not required as the issue occurred when the syringe was almost empty. A deflux metal needle was used."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "this complaint has been handled and closed as code 3b (broken flange) based on provided complaint description, pictures and inspection of returned sample. Inspection of sample: one almost empty syringe in return. Number of units and lot are in accordance with the report. The syringe has a broken flange. Picture: visual inspection has been performed of provided picture in terms of overall appearance. Picture displays one almost empty syringe with a broken flange. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint no quality issues found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause: not determined. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "[physician] was performing a deflux case. [Physician] first injected one syringe of deflux. Then, upon injecting the second syringe of deflux, the glass collar holding the flange in place snapped off. There was no injury to the surgeon." Additional information received on december 21, 2025, indicated that "the procedure proceeded without awakening the patient, and the procedure was completed. Another syringe was not required as the issue occurred when the syringe was almost empty. A deflux metal needle was used."